Manufacturer narrative:
Concomitant products: dtba1d1 ICD, implanted :(B)(6)2016. A 5568-53 lead, implanted: (B)(6)2006. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when episode data was reviewed, the right atrial lead was oversensing far field r waves and the left ventricular lead threshold was high. The leads remain in use. No patient complications have been reported as a result of this event.